Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple shocks for atrial fibrillation (af) with rapid ventricular response (rvr) and the therapy was noted to be exhausted. The field representative wanted to know why there were a couple of diverts in an episode. The patient had therapy due to rhythm acceleration into ventricular fibrillation (vf) zone. Also, these shocks were converted from the patient¿s rhythm to a sinus rhythm. Thus, the physician reprogrammed the device and prescribed some medications for the patient. Boston scientific technical services (ts) discussed that there cannot have two diverts in a row but can have multiple diverts in a consecutive episode. Additional information received that the shocks delivered appeared to be appropriate. The field representative was not able to rule out dual arrhythmias. The patient was rechecked in over a week after, and noted that this patient did convert back to af. This cardiac resynchronization therapy defibrillator (crt-d) was modified electrically and remains in service. No adverse patient effects were reported.